Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were burnt/charred. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The toggle remained in the on position. Resistance and jaw force measurements passed specifications. A functional test of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation, the device activated and produced steam and heat during several device activations. The handle was opened up and it was found that the set screw/collar assembly was loose. Based upon this observation, the reported complaint for "click heard" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the user heard a click when the vasoview hemopro 2 toggle was pulled back. She did not think this was normal. In addition, the jaws were not closing fully, and there was no power to the jaw. A new cord was connected, but the tool still had no power. A new kit was used to complete the procedure, with the new cord. There were no pt effects. The product was returned.